Event description:
It has been reported that an error message of ¿disk full¿ was displayed. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed error message of disk full was displayed. Fse conducted consistency tests on the database. Initially it was failed, after recreation of database image processor test was successful. Fse executed test acquisitions, and everything was successful. After reinsertion of image disks system was returned to use in good working condition. The codes were updated based on the investigation outcome.